Manufacturer narrative:
This event occurred in (B)(6). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an external drainage and monitoring system used during a procedure. It was reported that the clip could not be fixed, resulting in continuous drainage and an inability to accurately monitor the patient's condition. The procedure was completed with backup products. No product damage was noted. Delay information was not provided. There was no reported impact to the patient.